Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. (B)(4).

Event description:
The customer reported via phone call that their insulin pump reservoir lip ring is loose. Reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 75 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device was returned for analysis.